Event description:
It was reported that the customer received a motor error during bolus. The insulin pump was bumped. Customer's blood glucose was 8.0 mmol/l. Nothing further reported.

Manufacturer narrative:
A motor error alarm occurred during rewind due to corroded motor home switch. It was not possible to perform displacement test due to motor error alarm. An unknown dried substance was on motor slide tip. The insulin pump was received with minor scratches on the display window, a scratched case and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.